Manufacturer narrative:
Follow-up #1: date of submission 08/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/11/2016 with the following findings: the pump history from the date of the reported issue has been overwritten. There was no evidence of time and date reset in the available pump history. Upon pump power up, a call service alarm 069 was reproduced and was unable to be cleared post-reboot attempt making it impossible to adequately investigate the reported ¿time/date reset¿ complaint. However, when the pump was opened and disassembled and bt1 component was found leaking indicating a capacitor failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (time and date reset) issue. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a time and date reset issue.